Event description:
It was reported that a loss of sensing had been observed on the atrial lead. It was capped and replaced during a device downgrade procedure. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead had also exhibited an insulation anomaly.